Event description:
It was observed that during the device evaluation, the camera head exhibited flooding in the video connector, focus ring flooded, the camera cable was disconnected, no image output, and the video connector was cracked. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component problem identified, degradation problem identified. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU):** the following is described in the "precautions" section of the instruction manual "for safe use - handling and general precautions": ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The following statement is found in the "warning" section in the "storage" section of the instruction manual: ·when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may break. The following descriptions are found in "warnings" in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscopic image or function and it returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section in the instruction manual "checking the remote switch, focus and zoom switch. The following is described in the instruction manual "checking remote switches, focus and zoom switches": ·even if you do not plan to use the remote switches, be sure to check that all remote switches are working properly before using them. Failure to unfreeze the image during use may cause injury to the body cavity, bleeding, or perforation. Always confirm that all focus and zoom switches are working properly before use, even if you do not intend to use the focus and zoom switches. Abnormalities such as inoperative switches during use may cause damage to the body cavity, bleeding, or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.